Event description:
(B)(4) for the past 5 years I have had ongoing pain on my lower right side, right where the implant would be located. My periods have changed to being extremely bloody and full of clots, I have had unexplained weight gain, loss of concentration, headaches...it is painful to have intercourse.